Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for sheath distal tip split was unable to be confirmed due to unavailability of relevant imagery and returned device. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history were unable to be performed as no lot information was provided. A review of IFU/training materials revealed no deficiencies. As reported, "during the procedure, it was found that the 14fr esheath+ was split at the distal end of sheath.". Per review of the provided 3mensio report, the patient's access vessel had presence of tortuosity as well as calcification near the femoral bifurcation. Calcification and tortuosity can subject the sheath to suboptimal angles during insertion, advancement, and/or withdrawal that can lead to non-coaxial alignment and increase interactions between the devices and access vessel, potentially leading to the reported tip split. In addition, sharp nodules of calcification can damage the sheath tip via direct contact. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien3 ultra resilia valve in aortic position. During the procedure, it was found that the 14fr esheath+ was split at the distal end of sheath. The patient did not incur an injury and remained stable throughout the procedure.